Event description:
It was reported that the patients ipg would not charge anymore. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred for over a year from the date the manufacturer became aware of the event.